Event description:
Customer was contacted as part of an outreach program. He stated that he did have an ambulance come out, but he does not remember much. Customer did not wait on the line. A future call time was set up to further discuss the event. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.